Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The test passed possibly due to coagulated blood. Upon extraction of the fiber bundle, a broken fiber was noted at approximately 360° on the cavity ID end, with the ports positioned at 0°. The broken fiber was approximately 0.5 inches from the potting surface, the opposing end was in close proximity. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there were two other complaints reported against the lot. One complaint addresses discolored fibers (no sample), and one complaint addresses a damaged dialyzer which was confirmed to be a broken port with a sample. These are unrelated to the current investigation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the leak was visually noted. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were not used as the leak was visually noted. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation.